Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead's helix failed to extend prior to insertion into the patient's body. The rv lead was replaced with a new lead. The patient had no adverse consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was not confirmed. A complete lead in one piece was received. Visual examination of the lead found the helix was retracted with no signs or traces of blood or tissue. After applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification. X-ray examination of the lead did not find any anomalies.